Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, a piece of rubber from a universal seal had broken off into the patient. A rubber piece from the universal seal broke off and fell into the patient during dissecting and grasping. Initially thought to be a particle from an instrument, it was removed with a laparoscopic needle holder. The fragment was ¿soft and flexible,¿ and its size and shape matched a missing section of the seal. All fragments were retrieved, and no additional surgery or post-operative tests were needed, and the procedure was completed robotically with a backup needle holder. There were no patient complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. Section a additional related information: body mass index (bmi): 31.53 kg/m2. Height: 5'2".